Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia peritoneal dialysis (pd) cassette was leaking solution. This event was further described as "the patient pulled the heater line and the line disconnected which resulted in leak." This occurred during drain phase of peritoneal dialysis therapy. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.